Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that he just set his new insulin pump and could not reverse scroll from 0 to 25 immediately. He could not use the down button to scroll from 0.0 unit to the max basal/bolus setting. He was advised that this may not have been a malfunction of the down arrow. The customer did not know the blood glucose reading. The customer was advised to check the software version to determine whether this was indicative of normal device use based on the scroll wrap safety notice.